Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was reported that inappropriate auto mode switching and ventricular noise or reversions were observed on the atrial and ventricular leads. The noise on both leads was non physiologic and suspected to be consistent with lead abrasion. The leads were being monitored. The patient was stable.